Event description:
Channel one of the pump was programmed in the secondary mode to deliver a kcl solution at 20ml/hr for 4 hrs. After 10 min, 400 ml of kcl solution had emptied. The infusion pump was removed from the pt. No injury to the pt occurred. The biomed. Reported seeing the IV setup with the secondary line piggybacked below the infusion pump when it was already removed from the pt. The nurse reporting the occurrence denies that it was connected to the pt in this manner.